Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow -up with episodes of inappropriate automatic mode switch recorded by the implantable cardioverter defibrillator. The episodes were the result of far r over-sensing. Programming adjustments were discussed; however, no interventions were reported. There were no patient symptoms reported. Further information was requested but not received.